Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric procedure, at the time of the shoot the charge did not work, it did not shoot the "clips or sheet." The load was removed and rebounded, without success at time of shot. Another reload was used in order to complete the case. There was no patient injury.